Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer reported that the insulin pump stopped working and received hardware low level failures error. Customer reported they were able to clear the alarm. Customer stated they did not received request to rewind the insulin pump. The self test was passed by the insulin pump. Fill cannula was recorded in daily history. No harm requiring medical intervention was reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in the section b5 with this report. S/w version 2.10 h. Retainer ring = clear. Case type = ngp. Customer returned pump for alleged pump error 63 and blank display found on (B)(6) 2022. Pump booted up once installing a aa lithium battery. The pump passed the displacement test, sleep current test, active current test, and self test. Pump error 63 did not alarm during testing. Test p-cap locked properly into the reservoir compartment, however, damage to the retainer ring was noted during testing and visual inspection. Successfully downloaded pump history files and traces using thus software. Pump alarmed a pump error 63 on the event date of 04/07/2022 at 11:12:02.000 or 11:12:02 am due to an ambient light failure, hardware issue (variable #: 3). The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump alarmed a low battery alert on 04/01/2022 at 10:18:00.000 or 10:18 am and was expected. Pump was cut open to perform visual inspection and found moisture damage on the motor flex cable, and the lcd flex cable at pcba 1 and broken traces on the u1 chip at the keypad assembly on pins # 6 sda and #1 vdd. The following were also noted during visual inspection: end cap address label missing, scratched case, cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, stained keypad overlay, cracked retainer, and corroded battery tube. Blank display was not confirmed during testing. Pump error 63 was confirmed in the pump's history files and traces (variable #: 3) due to broken traces on the u1 chip at the keypad assembly on pins # 6 sda and #1 vdd. Moisture damage was confirmed found on the motor flex cable, the lcd flex cable on pcba 1 and the the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations by these terms. This statement should be included with any information or report disclosed to the public under the freedom.